Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead the physician encountered placement difficulty and noted damage to the lead helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Anlysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analysis noted that the lead was returned with the stylet still inserted in lead. The helix was fully retracted, and distortion of the distal conductor within the is-1 connector was observed. This is indicative of the connector pin being turned an excessive number of times during helix retraction. Distortion of distal conductor prevents helix functioning, and to place stylet in lead. If information is provided in the future, a supplemental report will be issued.